Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 unspecified bd ultra-fine¿ syringes 0.3ml 6mm had excess lubricant in them. The following information was provided by the initial reporter, translated from spanish: "the mother of a patient asked me during a training if the lubricant contained in the needles of the ultra-fine syringes does not harm the patient, so I asked her to explain in detail what she meant by lubricant, she explained to me that on several occasions the ultra-fine syringes contain a liquid, of which he mentions that it is abundant. Box of 100 0.3ml 6mm syringes, the client describes that 3 syringes in that box contained liquid, she mentions "like a little oil".

Event description:
It was reported that 3 unspecified bd ultra-fine¿ syringes 0.3ml 6mm had excess lubricant in them. The following information was provided by the initial reporter, translated from spanish: "the mother of a patient asked me during a training if the lubricant contained in the needles of the ultra-fine syringes does not harm the patient, so I asked her to explain in detail what she meant by lubricant, she explained to me that on several occasions the ultra-fine syringes contain a liquid, of which he mentions that it is abundant... Box of 100 0.3ml 6mm syringes, the client describes that 3 syringes in that box contained liquid, she mentions "like a little oil".

Manufacturer narrative:
Investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.